Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When attempting to deploy the option elite ivc filter with the curved pusher, the legs of the filter did not open. The filter was then snared from a femoral approach and then snared from jugular to remove the filter. A second filter was successfully placed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned filter only and did not return any other devices to argon. The device was visually inspected and no damage was found on the returned device. Device was functionally tested by soaking the filter in warm water for 1 to 3 seconds. Fitter expanded immediately without any issue and product complaint mode could not be duplicated during the evaluation, so the complaint was not confirmed. Since the complaint was not confirmed, no corrective action is required at this time.

Event description:
When attempting to deploy the option elite ivc filter with the curved pusher, the legs of the filter did not open. The filter was then snared from a femoral approach and then snared from jugular to remove the filter. A second filter was successfully placed.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
When attempting to deploy the option elite ivc filter with the curved pusher, the legs of the filter did not open. The filter was then snared from a femoral approach and then snared from jugular to remove the filter. A second filter was successfully placed.